Manufacturer narrative:
Patient identifier not available from the site. Patient age not available from the site. Patient weight not available from the site. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a l4 - s1 minimally invasive spinal fusion, the pedicle access kit (pak) needle was noted to be loose. It was reported that there was movement between the cannula and handle of the needle. The surgeon felt that the movement was excessive and could lead to inaccurate navigation. A second needle was used for the remainder of the procedure. There was a reported delay to the procedure of two minutes due to this issue. There was no reported impact on patient outcome. No additional information was provided.